Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received inappropriate shock therapy due to t wave oversensing, while programmed in the primary vector. Exercise testing was completed which concluded no oversensing in the alternate vector while biking however, some oversensing was noted when the patient bent over so as to tie a shoe. A request was made to technical services asking if two templates could be stored. Ts stated only one template was allowable and recommended further postural testing in the alternate vector to confirm no oversensing during these postural changes. To date, this device remains implanted and in service with no further complications reported.